Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and blood at insertion site. Customer also reported sensor updating alert, introducer needle was hard to remove, but was able to remove it successfully, bent sensor. Customer reported blood glucose value of 60 mg/dl. Customer was treated for hypoglycemia with carb intake. The event involved product(s) mmt-1884, mmt-342 , mmt-441a, mmt-7040a. Troubleshooting was performed for hypoglycemia and it is unknown whether customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for sensor alerts and the customer received sensor updating alert. Troubleshooting was performed introducer needle hard to remove and reported consumable or introducer needle was not fractured while in the body. Troubleshooting was performed for site issues and bent sensor. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342 . No product return is required for mmt-441a. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.